Event description:
It was reported that at the post operative check, the atrial lead had "variable pacing threshold[s]" and intermittent capture. The patient went to the operating room for repositioning of the atrial lead. The lead was re-tested on the analyzer prior to repositioning and "the results were excellent." The lead was not repositioned. When re-attaching the leads into the device header the setscrews would not tighten. It was suspected the ventricular setscrew was stripped. The device was removed and replaced with a new device. The atrial lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number (a3dr01) is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. The initial reported event was received on 01may2012. Of note, the reportable serious injury (capturing issues necessitating a second procedure) is normally submitted via a bimonthly medwatch report submission that would have been due on (B)(4) 2012. Information was subsequently received on 29may2012 and revealed a pediatric serious injury. As there is new information that reasonably suggests the device has or may have caused or contributed to a pediatric serious injury, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Evaluation summary: (B)(4)-the device was returned to the manufacturer and analyzed. No anomalies were found. A rounded setscrew socket was noted.